Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery multi spot laser probe failed to fire laser and smoke was observed. The case was completed by providing a new laser probe for the surgeon. There were no patient injuries that occurred.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The laser probe (lp) product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no lp returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).